Event description:
The customer reported that the system displayed an iris potentiometer error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative readjusted the iris potentiometer to the correct setting. The system was tested and found to be working as intended and put back in service.